Event description:
Caller states the patient tested 5.8 inr on the coaguchek xs system and 3.57 inr on a comparison lab. Coumadin was held for one day. No adverse event reported. Requested return of suspect system and replacement was sent.